Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 37mm left common iliac aneurysm. It was reported approximately 2 years post the index procedure, follow up CT revealed an increase in the iliac aneurysm size due to possible endotension. Intervention was completed with an extension placed into the external iliac and coiling performed. The event was confirmed as resolved with seal achieved. Per the physician the cause of the event was possibly due to endotension. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported iliac artery aneurysm expansion could not be determined from the films provided. The anatomy at implant is unknown, earlier post-implant films were not provided for comparison, and films during/post-intervention were also not returned. CT¿s returned from 2 years post-implant revealed contrast just outside the distal end of the flared left limb filling the aneurysmal left common iliac artery from a likely distal type I endoleak. There was lack of radial apposition with the iliac vessel; the distal od of the 28mm limb measured ~30mm, and the lcia measured ~36mm at that same level. It is possible that disease progression (iliac artery dilation) contributed to the endoleak which then led to the reported iliac artery aneurysm expansion. It is also possible that this iliac endoleak may be pressurizing the aaa. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medical history: coronary artery disease. Htn. Hyperlipidemia.